Manufacturer narrative:
Data analysis was not performed on inratio and reference results provided by the customer since reported strip lot #225433 expired on the last day of december 2010. No further investigation required at this time. No trending required. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.7, lab: around 3.0. Date: (B)(6) 2011, inratio: 5.4, lab: 3.4. Pt's therapeutic range: 2.5-3.5 inr. Pt used strips that expired on (B)(6) 2010.